Manufacturer narrative:
Block h6 (device codes): problem code a150203 captures the reportable event of bands difficult to deploy. Block h6 (device codes): problem code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a esophagogastroduodenoscopy (egd) procedure with esophageal banding performed on (B)(6) 2025. During the procedure, the band was difficult to deploy after one turn of the handle and subsequently, after a second turn of the handle two bands were deployed. The procedure was completed with the same speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event. The patient's condition has been reported to be fully recovered.